Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer¿s initial issue was duplicated; however, a reportable malfunction was identified where the downstream occlusion (dso) seal was detached. The dso seal was replaced. The device then passed all tests after all the repairs.

Event description:
The customer returned the device for general revision, during devcie analysis, a detached downstream occlusion (dso) seal was found. There was unknown reported patient involvement.